Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip opened while locked. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with posterior (p2) leaflet flail. The first mitraclip was implanted and deployed successfully. Approximately one minute later, the clip arms slowly opened from closed to approximately 70 degrees ((clip opened while locked (cowl)). As treatment and out of caution, two additional mitraclips were placed, lateral and medial, to stabilize the cowl. The mr had been reduced to grade 1+. There was no adverse patient sequela, and there was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip opened while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.